Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 6 failed, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that they managed to get the medication from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and not detected on bus. A field service engineer inspected the drawer controller and found it had failed, replaced the drawer controller, and the drawer became responsive, then performed a final test; the drawer was fully functional. Customer was able to recover and inventory the auxiliary full-height drawer without any issues. The system functioned as intended after the field service engineer repaired the device.